Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #: m54p2f. Additional information was requested and the following was obtained: did the device deliver any staples? Yes, the staples of the proximal end were deployed. If yes, were the staples formed properly? No, but the shape was unknown. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No information. The analysis results found that one sc60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples or partial fire were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colectomy, the firing force was higher than expected and the firing trigger could not be grasped at the first stroke of the first firing. The cartridge was blue. The knife was returned with the manual release lever and the device was released. Some staples of the proximal end were deployed. Another device was used to complete the case. There were no adverse consequences to the patient.